Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion in medical imaging when trying to remove the sheath, the tabs broke away from the sheath. As a result, the sheath had to be cut from the patient's arm and in turn the patient required stitches. The device was not replaced. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.